Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. For the past 4 weeks the patient had been getting up 4-5 times per night. The patient has an appointment on (B)(6) to see new hcp (healthcare provider). It was also reported that the patient received new patient programmer today ((B)(6)-2013) and wanted to change from program 1 to program 3. It was reviewed that new patient programmer must be bonded with a clinician programmer before being able to change programs. The patient's appointment with hcp was not until (B)(6) 2013. The following stimulation condition was reported: the patient was uncomfortable and going to the bathroom about every 5 minutes. This began 8 weeks ago. Around (B)(6) 2013 the patient couldn't lay down and get comfortable and consulted her hcp. Hcp recommended she lay down to adjust to get comfortable. Hcp also mentioned to patient it was ok to turn stimulation off sometimes. It was also reported that the hcp was reprogramming patient's interstim programmer because the programmer had to be replaced. Rebonding was successful; interstim programmer reprogrammed. The patient was setup successfully with 4 programs and on each programs was feeling stimulation in bicycle seat area. Confirmed programmer was functioning as intended as well. All impedances were normal range of 1000 to 1200ohms. The patient was going to try these new programs for therapy. Additional information received noted that from 2013-(B)(6). Clinic note: the patient was having difficulty emptying their bladder. The patient had to press on her abdomen to empty her bladder. The patient was voiding every 15 minutes, nocturia 6 times a night, urgency was a 3 (on 0 - 4 scale with 4 severe). No urinary incontinence. The patient had had pain in her pelvis times 3 months. Assessment noted incomplete emptying of bladder, urge incontinence of urine, feelings of urinary urgency, urinary frequeny more than twice at night (nocturia), urinary frequency, uterovaginal prolapse, vaginal wall prolapse with midline cystocele, vaginal wall prolapse with rectocele, postmenopausal atrophic vaginitis, dyspareunia, and morbid obesity. Patient with stage ii uv prolapse to the level of the hymen, bladder emptied okay today. Ua negative for uti. Options were to 1: do nothing, 2: wear a pessary, and 3: surgery. Surgery not discussed in detail today. When surgery is discussed in the future recommend vaginal hysterectomy,prolapse repair. Recommend doing nothing about prolapse for now. Start by adjusting interstim for now. The patient came to the office with the interstim turned on using program 1 at 1.5 amps. +2,-1. The patient felt the impulse in the anal area and the back of her bladder. The impulse was uncomfortable. The patient wanted to change to a different program. The new patient programmer was programmed today with 4 working programs. Program left on program 3, 1.3 amps, +case,-2, where impulse was comfortable, felt in the vagina/bicycle seat.

Manufacturer narrative:
Product ID 3889-28, lot# v877360, implanted: 2011-(B)(6), product type lead product ID 3037, serial# (B)(4).